Event description:
It was reported to boston scientific corporation that an obtryx ii curved single unit was used during a sling procedure. According to the complainant, after the procedure, the patient had vaginal erosion. She was give estrogen cream and underwent mesh excision. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Mfg site name - (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx ii curved single unit was used during a sling procedure. According to the complainant, after the procedure, the patient had vaginal erosion. She was given estrogen cream and underwent mesh excision. The patient's condition at the conclusion of the procedure was reported to be good.